Event description:
The reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the pt's right eye on (B)(6) 2007. An anterior subcapsular cataract was observed on (B)(6) 2011. The lens was explanted on (B)(6) 2012, due to low vaulting. The lens was exchanged for a longer length lens. Pt's last visit on (B)(6) 2012, ucva was 20/20.

Manufacturer narrative:
(B)(4).